Event description:
Clinical narrative: an impella cp device was attempted via the right femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. No additional patient history was reported. During the attempted insertion, the impella cp device could not be advanced through the vasculature due to vessel tortuosity. The approximate angle of insertion was reported as 30 degrees. A guidewire was utilized, serial pre-dilation was performed, and excessive force was reported during the advancement attempt. The location of resistance was identified as the femoral artery. Additional contributing factors included obesity, with a reported vessel diameter of greater than or equal to 4 mm. Due to the inability to advance the device through the vasculature, the impella cp device was removed and the procedure was aborted. The patient survived the event without any reported adverse events or clinical complications.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.